Event description:
Customer reported elevated blood glucose readings and stated that there was no insulin coming out when they took the infusion set off. Customer also stated that the motor was making a noise when delivering insulin. Customer reported symptoms of blurred vision, headache and nausea. Customer stated that their blood glucose readings have been over 400 mg/dl in the past. Customer's blood glucose reading at the time of the call was 279 mg/dl and has treated by giving herself a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and failed twice. Low reservoir alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.